Manufacturer narrative:
File identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported the bellavista displayed technical failure 300, 316, 347 , 345, 400, 545 failure alarms. No patient involvement.

Manufacturer narrative:
Results of investigation: per logfile notes, the unit was shut down and then turned on after 2 hours 21 minutes. It was determined that during this off period the bronze sinter filter was replaced. After replacing the bronze sinter filter, ventilation was seen turned on several times and functioning with no alarms or warning messages found. Afterwards, there were several more shutdowns and startups with no further alarms or warning messages up to the end of the log file. Lack of maintenance of the bronze sinter filter caused the reported alarms. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.